Event description:
It was reported that a patient implanted with an impella cp experienced hematuria and hemolyzed labs. The pump was repositioned using an echocardiogram to resolve the issue. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned for review. The cause of the hemolysis and hematuria was not determined due to insufficient clinical information and inconclusive log evidence. The device passed all post sterile inspection checks.